Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. In this case, the device was prepped prior to use with no issue/ leak noted. The investigation determined the reported difficulty to advance and balloon rupture appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement, the balloon catheter encountered resistance against the moderate calcification, mild tortuosity, and 100% stenosed anatomy, likely causing damage to the outer surface of the balloon resulting in the reported balloon rupture during the first inflation at 14 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with moderate calcification, mild tortuosity, and 100% stenosis in the mid-right coronary artery. A 3.0x15 mm nc trek balloon dilatation catheter (bdc) was advanced and resistance was felt with the patient anatomy. The bdc was inflated; however, a balloon rupture occurred on the first inflation at 14 atmospheres. Another nc trek bdc was used and a xience xpedition stent was deployed to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.